Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient stated the device is old and stopped working. Patient stated a couple of months ago she would turn the device on and it would turn itself off after a little bit. Patient stated that sometimes he would forget to turn it back on. Patient asked about what options she has with a depleted ins. Patient redirected patient to follow-up with her healthcare provider. Patient stated she was unsure when the device stopped working but said that it was probably a year ago. No further complications were reported.